Event description:
A male was implanted with a gore propaten vascular graft in 2009. A below-knee bypass procedure from the common femoral artery to the anterior tibial artery, extensive femoral endarterectomy and profundoplasty was done. A duplex ultrasound done the following month, showed that the graft was occluded. Five days later, a minor amputation (right ankle disarticulation) was done. Three days later, a major amputation (right below knee) was done. The graft was abandoned.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire information required for this form was made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.